Manufacturer narrative:
A picture outlining the leaking blue clave additive port was returned. The clave did not appear to be separated from the burette. The complaint of leaking additive port can be confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in generated a leak during patient use. The reporter stated, ¿clave additive port snapped off which resulted in drug leakage. The set was replaced, there was no patient harm.¿ the sample is not available for investigation. A sample photo is provided showing the involved product where the clave additive port snapped off which resulted in drug leakage. There was no patient harm reported.